Event description:
Technician found that when the brake were engaged, the casters did not unlock from brake. He found that the casters were worn. He replaced the casters and the brakes functioned properly. The bed was found out of service in a storage area and there were no alleged injuries.